Manufacturer narrative:
Blocks b5, b7, section d and block h4 have been updated based on the additional information received on january 17, 2023 providing the device information. Correction to blocks e1 and g2. Block e1: this complaint was received as litigation from a legal source in australia. The surgeons are: (B)(6). Block h6: imdrf patient codes e1309 and e2330 capture the reportable events of urinary retention and pain. Imdrf impact code f1905 captures the reportable event of revision surgery.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted into the patient during a repair of stress incontinence by suprapubic sling procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient presented for elective cystoscopy and incision of tvt (tension-free vaginal tape) for mesh adjustment due to stress urinary incontinence. During the procedure, the midline vagina was incised over midurethra and the tape was identified and was then ligated. Findings of the procedure revealed that there was no evidence of erosion. On (B)(6) 2017, the patient complained of pain, and a regular dose of pregabalin was then administered with good effect. On september 8, 2017, the patient was unable to void and did not pass her trial of void; subsequently, an indwelling urinary catheter was inserted and was sent home. On (B)(6) 2017, the patient returned to the clinic and was diagnosed with urinary retention.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the patient's legal representation. The surgeons are: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc tension-free vaginal tape was implanted into the patient during a repair of stress incontinence by suprapubic sling procedure performed on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2017, the patient presented for elective cystoscopy and incision of tvt (tension-free vaginal tape) for mesh adjustment due to stress urinary incontinence. During the procedure, the midline vagina was incised over midurethra and the tape was identified and was then ligated. Findings of the procedure revealed that there was no evidence of erosion. On (B)(6) 2017, the patient complained of pain, and a regular dose of pregabalin was then administered with good effect. On (B)(6)2017, the patient was unable to void and did not pass her trial of void; subsequently, an indwelling urinary catheter was inserted and was sent home.